Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The test minilink transmitter communicates properly to the pump. No unexpected weak signal alarm or lost sensor alarm noted. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.

Event description:
Customer reported that the insulin pump has 2 small scratches towards the left side of the lcd screen. It also has 4 or 5 vertical lines on the lcd screen. Blood glucose value is unknown. Customer is unsure of how the damage occurred. Customer stated he has to turn the insulin pump in order to read the display. Nothing further reported.